Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Mfg report no 3004753838-2023-012285 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter that stopped working occurred for transmitter with the serial number (B)(4). However, data for the transmitter with the serial number (B)(4) was provided for evaluation. The allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a transmitter that stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.